Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others and underweight. A microscopic analysis was performed which identified: one broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.